Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that a patient monitored with an m300 telemetry unit experienced about a 15 second vtach episode. The m300 reportedly alarmed but the associated ics (infinity central station) reportedly did not alarm. There was no patient injury reported.

Manufacturer narrative:
Multiple attempts were made to collect additional information such as full disclosure, screenshots, strip report, logs, alarming details and if the device was available to be returned for evaluation. However of the requested information only the m300 log was available. The m300 log indicated that there were asystole alarms, but no vtach event. Where the m300 did not show a vtach event and the ics logs were not available, we could not verify that vtach (ventricular tachycardia) occurred. Therefore root cause could not be determined. The IFU defines vtach as ¿n or more consecutive pvcs are detected, with a beat-to-beat rate greater than or equal to the vtach rate.¿ when vtach occurs the device displays an alarm message on the m300 and alerts the ics (infinity central station).

Event description:
Please refer to the initial report.